Manufacturer narrative:
Review of the DHR notes no nonconformities. The device was returned and the driver tip is fractured off and is missing. Complaint is confirmed. Device meets specification except for the missing tip. Root cause is unknown, but osteosclerotic bone and/or excessive force can result in device tip fracturing.

Event description:
While driving the pedicle bone screw, reportedly the driver tip fractured and remained in the head of the screw shank. Levels being treated were l1-s1. Though the driver tip was identified, the surgeon elected to leave the driver tip and the screw in place. No injury to the patient was reported.